Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During visual inspection, the guidewire was found kinked/bent at the proximal end. The ptfe coating was damaged in multiple areas to the proximal end. During functional testing, the hydrophilic coating was hydrated and there were no anomalies noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned, and it was confirmed that the ptfe coating was peeled in several location to the proximal end of the device. This damage is indicative of an under tightened torque device, causing scraping to the ptfe coating during use. An assignable cause of handling damage was assigned to the reported events guidewire coating issue and to the analyzed events guidewire kinked/bent and guidewire ptfe coating peeling, as it is probable that the damage occurred as a result of handling of the device during use.

Event description:
Analysis of the returned device found that the ptfe coating was peeled in several locations to the proximal end of the subject guidewire. There were no clinical consequences to the patient reported as a result of this event.